Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
Further information was received, which indicated the implantable cardioverter defibrillator (ICD)&#1224;owed an incorrect remaining longevity estimator and a discrepancy between the battery longevity and the battery voltage was observed. There were also no histograms in the device memory and data for the pacing and sensitivity percentage was not available. It was noted the programmer software was not updated, resulting in incorrect longevity estimates. The programmer software was then updated, which yielded accurate device data and the ICD remains in use. No patient complications have been reported as a result of this event.